Event description:
Blood leaked from the hemostasis valve. (Event complications: none reported- reported 12/5/97.) (Pt's current status: unk- rpt'd 12/5/97.)

Manufacturer narrative:
Evaluation summary: evaluation: a white hemostasis valve assembly was returned for evaluation. Blood was noted on the exterior and interior of the device. Visual examination revealed the valve gasket was absent from the valve body. The reported difficulty was verified during laboratory examination. Probable cause of difficulty: based on the visual examination of the hemostasis valve, the missing valve gasket contributed to the reported difficulty as indicated by the user. This was the first occurrence of this nature. The complaint was shared with the appropriate individuals in manufacturing. This department also verified that the valve was not present within the hemostasis valve body. Unfortunately, without an insertion kit lot or balloon serial number, it was not possible to trace the manufacturing process on this valve to determine which operator assembled the valve. In order to prevent future occurrences, all insertion kit operators were retrained on the appropriate procedure. This retraining was documented.